Event description:
It was reported in retrospective analysis of prospectively collected data to compare clinical outcomes of conservative treatment with vertebroplasty, balloon kyphoplasty and the sky bone expander that a total of 62 patients (10 male, 52 female mean age 76 ± 7) were treated conservatively, 148 (24 male, 124 female mean age 77 ± 8) with vp, 97 (10 male, 87 female mean age 75 ± 11) with bk and 56(12 male, 44 female mean age 75 ± 9) with sk. Oswestry disability index (odi) and short form-36 scores (sf-36) scores were also recorded at the one month and subsequently at six months and 24 months post procedure. It was reported that a total of 11 patients in bk group had some degree of cement extravasation.

Manufacturer narrative:
Literature citation:gerard wen wei ee et al."comparison of clinical outcomes and radiographic measurements in four different treatment modalities for osteoporotic compression fractures: retrospective analysis". Mean age 75 years; 10 males, 87 females. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.